Manufacturer narrative:
(B)(4). The customer reported that the device will reset when the charge button is pressed and the home screen reads pacer/shock equipment malfunction during opcheck. There was no reported pt involvement. Philips repair bench evaluated the device and the problem was duplicated. The processor pca was replaced to resolve the problem. The device passed all performance tests and was returned to use. We will consider this a malfunction of the processor pca that caused the device to reset when the charge button is pressed. See scanned page.

Event description:
The customer reported that the device will reset when the charge button is pressed and the home screen reads pacer/shock equipment malfunction during opcheck. There was no reported pt involvement.